Event description:
It was reported that a malfunction code, malf 9, was displayed. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, after which the code did not recur. Customer was advised to continue using the pump and to contact technical support again if the issue returned.